Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model#: sc-3138-25 serial #: (B)(4) description: scs phiii ext 25cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the ipg site. Symptoms were redness and drainage. The physician believed that it was not device related and unknown what caused the infection.the patient was prescribed antibiotics and underwent an explant procedure. No device malfunction was suspected.